Event description:
Dexcom g7 continuous glucose system; 3 different sensors all failed between 11am and 9pm on (B)(6) 2025. G7 is supposed to pair with my insulin pump. When the sensor fails, I have no glucose reading going to my pump to control insulin delivery or warn me of dangerous lows/highs. All 3 sensors manufactured in malaysia. Ref reports: mw5174187, mw5174188.